Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the stent delivery system was not returned as it remains in the patient. There is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that within 30-days post-stenting of an unknown coronary vessel with a xience alpine the patient was re-admitted to the hospital with unspecified cardiovascular symptoms. No additional information was provided.